Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was discharged two days after admission. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.